Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was undergoing continuous renal replacement therapy (crrt) with a prismaflex m150 set. During treatment "filter clogging and high access pressure¿ alarms were generated. The clinician attempted to flush the access line; however, ¿due to difficulty pulled back and aspirated a clot¿. After disconnecting the return line, another clot in the line was observed. Crrt was discontinued and the extracorporeal (ec) blood was not returned. The following day, crrt was started with citrate (pre-filter) and calcium chloride (systemically). Within 15 minutes of treatment, therapy was stopped due to high return line with transmembrane (tmp) pressures. After disconnecting, a clot ¿was pulled" out of the return line and then another clot was aspirated out of "return catheter on the patient line", the ec blood was not returned. Approximately, two and half hours later, crrt was restarted with an increased rate of citrate and reversing. Within 10 minutes of starting treatment, access pressures were elevated with clots visible in the crrt line. Treatment was stopped immediately. On an unreported date, the patient passed away. The cause of death was not reported; however, the clinical opinion was provided according to which ¿cause of death not result of defective equipment¿. Despite multiple attempts to obtain additional information related to the patient death; patient¿s demographics, medical condition or medical history, medical intervention, cause of death, whether an autopsy was performed, or if the patient was performing crrt therapy at the time of death, no additional information was able to be obtained.

Manufacturer narrative:
H10: the actual device was not available; however, three companion samples were received for evaluation. Visual and leak inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Based on additional information, it is unlikely that the prismaflex m150 set caused or contributed to the serious event of blood loss and subsequent death. The prismaflex m150 set was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.